Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) ordered the replacement thumbwheels, bottom foot kit, and cpu tray cover, and upon receiving the new parts, the bme performed the replacements, confirmed that the issue was resolved, and verified that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was loose on the stand--the device was no longer secured/mounted to the cart on top. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was loose on the stand--the device was no longer secured/mounted to the cart on top. The remote service engineer (rse) provided the customer with the part numbers of the replacement thumbwheels, bottom foot kit, and central processing unti (cpu) tray cover for repair. Investigation is ongoing.